Manufacturer narrative:
Phone not provided. Follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the device has a paddles error. The patient was involved but there was no adverse patient impact.

Manufacturer narrative:
.